Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that the customer experienced high blood glucose level of 400 mg/dl on (B)(6) 2017. The customer's blood glucose value was 400 mg/dl and 300 mg/dl at the time of the call. Customer¿s blood glucose at the time of the incident was unknown and current blood glucose level was 87 mg/dl. The customer also had received no delivery alarm. Troubleshooting was performed and advised to change entire set, reservoir and insulin and to treat per healthcare professional's recommendation. The product will be returned for analysis.